Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 did not unlock; the locking mechanism was not functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failed to unlock and locking mechanism was not working properly. A field service engineer identified that full height matrix drawer 3 failed to close due to an obstruction blocking the sensors, cleared the obstruction and performed a hardware test application (hta) test on drawer 3, which passed successfully, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.